Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6). There was not a transfusion recipient or patient involved at the time of the residual wbc testing; therefore, no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in d.4, d.9, h.3, h.6 and h.11. Investigation: a used imugard wb plt pooling set was received for investigation. We injected normal saline into the filter to check for filter occlusion and confirmed that the normal saline flowed through the filter at a rate of about 30 ml/min. After rinsing, we disassembled the filter to confirm the number of filter media. The three filter media forming the main filter layer are incorporated into the filter housing with no abnormalities on either the front or back. We stained the filter media with toluidine blue and confirmed that the first filter medium from the inflow side of the filter was stained dark. Regarding the filter assembly concerned, a worker sets the inlet housing, filter membranes, and the outlet housing to the ultrasonic welding machine for fusion bonding, followed by visual inspection and leak test, and only the filters that have passed the inspection and test are packed and shipped. As the quality standards of filter function of the filter concerned, the specifications for the particulate removal rates of each filter media have been set and managed. We confirmed in the filter media used in the filter assembly concerned that there were no deviations associated with the particulate removal rates. As stated in the investigations above, we did not observe any deviations associated with the returned filters and the quality standards of the filter media. We therefore determined that the issue was unlikely to occur due to our manufacturing process. In the returned filters, we confirmed that the first and second filter media from the inflow side of the filters were strongly stained with toluidine blue. We infer that blood aggregation may have occurred during the use of the filters in question. Such blood aggregation leads to occlusion in the filter media or the reduction in effective filtration areas. If the effective filtration areas are reduced, blood may be filtered by the filter area which is smaller than usual, and the linear speed (flow rate per unit area) increases and consequently leukocyte leakage occurs. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. A disposable complaint history search was performed for this lot and found two (2) reports for similar issues on this lot. See mdrs: 1722028-2025-00105 and 1722028-2025-00102 root cause: a root cause assessment was performed for this complaint. As stated in the investigations above, we did not observe any deviations associated with the returned filter and the quality standards of the filter media. We therefore determined that the issue was unlikely to occur due to our manufacturing process. We infer that blood aggregation may have occurred during the use of the filter in question. Such blood aggregation leads to occlusion in the filter media or the reduction in effective filtration areas. If the effective filtration areas are reduced, blood may be filtered by the filter area which is smaller than usual, and the linear speed (flow rate per unit area) increases and consequently leukocyte leakage occurs.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing; therefore, no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: a used imugard wb plt pooling set was received for investigation. We injected normal saline into the filter to check for filter occlusion and confirmed that the normal saline flowed through the filter at a rate of about 30 ml/min. After rinsing, we disassembled the filter to confirm the number of filter media. The three filter media forming the main filter layer are incorporated into the filter housing with no abnormalities on either the front or back. We stained the filter media with toluidine blue and confirmed that the first filter medium from the inflow side of the filter was stained dark. Regarding the filter assembly concerned, a worker sets the inlet housing, filter membranes, and the outlet housing to the ultrasonic welding machine for fusion bonding, followed by visual inspection and leak test, and only the filters that have passed the inspection and test are packed and shipped. As the quality standards of filter function of the filter concerned, the specifications for the particulate removal rates of each filter media have been set and managed. We confirmed in the filter media used in the filter assembly concerned that there were no deviations associated with the particulate removal rates. As stated in the investigations above, we did not observe any deviations associated with the returned filters and the quality standards of the filter media. We therefore determined that the issue was unlikely to occur due to our manufacturing process. In the returned filters, we confirmed that the first and second filter media from the inflow side of the filters were strongly stained with toluidine blue. We infer that blood aggregation may have occurred during the use of the filters in question. Such blood aggregation leads to occlusion in the filter media or the reduction in effective filtration areas. If the effective filtration areas are reduced, blood may be filtered by the filter area which is smaller than usual, and the linear speed (flow rate per unit area) increases and consequently leukocyte leakage occurs. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.